Event description:
A falsely elevated glucose result of 329 mg/dl was obtained on a patient sample. The result was reported to the physician who questioned the result. A second draw was tested and a result of 119 mg/dl was obtained. The initial sample was retested on the same instrument and a result of 88 mg/dl was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated glucose result. The most likely cause for the falsely elevated glucose result is unknown.